Manufacturer narrative:
(B)(4). Batch # r5904l. Per photographic analysis: one picture was provided. The picture shows the tip of a device with the anvil detached. One staple can be seen missing from the pockets. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage, further analysis on the device shows one staple was missing from the pockets and the breakaway washer was uncut. The missing staple was reloaded on the device and the device was tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Missing staples. During the low anterior resection, before used on patient, found missing staples as attached photo when installing the anvil. Another device was used to complete the surgery. There were no adverse consequences to the patient.